Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the keypad was found to be intact. The complaint of unresponsive keypad buttons and a missing/peeling keypad was not duplicated during testing. The keypad was removed and no contamination was found under the button contacts. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.